Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient on (B)(6) 2016 with vp-shunt (doi and initial setting are unk). However, the patient developed the acute hydrocephalus. The contrast examination was performed and it was detected that there was no csf drainage seen to the abdominal cavity, so the occlusion was suspected. The valve was removed from the patient on (B)(6) 2017, and 82-3842 was implanted to the patient (doi and the initial setting are unk). The patient's current condition is unknown at this moment. There is no further information provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.